Event description:
Caller alleged discrepant results compared with the lab. Results as follows: see scanned table. First test inr = 1.6. Second test inr = 1.9. Third test inr =1.5

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: see scanned table. Per internal procedure, the mean of the inratio meter and comparative system inr were calculated. For the first and third sets of data, the inratio values were outside the confidence limits for inr testing. Products will be tested. Inratio precision data provided by end-user lot 060201: first test inr = 1.6, second test inr = 1.9, third test inr = 1.5, mean = 1.66; sd = 0.21; %cv = 12%. The %cv is less than or equal to 20%. Per internal procedure, the precision passes the criteria for precision. The test is considered precise and no further testing is required at this time.